Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a laminoplasty from c3-c7 with instrumentation; c3-c7 opening osteotomies of the lamina on the left side, with local bone graft to the osteotomy sites and c3-c7 cervical fusion using rhbmp-2/acs. Imaging studies reportedly showed that the patient developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2 was implanted. The patient also reportedly experienced pain and radiculitis.